Event description:
Customer reported that last winter she was out of the state and had issues inserting her sensor. She could not separate the sensor and the serter. Customer received a new serter since then it seems to be working fine now. Customer also mentioned that she had issues with bent cannulas on her infusion sets. There was an instance where her blood glucose was high due to a bent cannula. Customer's blood glucose was 423 mg/dl. She had to change her infusion set and reservoir. Replacement supplies were sent. Nothing further reported.

Manufacturer narrative:
Reliability analysis inspected four opened and used enlite sensors and performed visual inspection and found all sensors cannula bent. Unable to confirm customer received sensors in said condition due to customer returned them opened and used.